Manufacturer narrative:
Initial reporter contact in e1 has been changed.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
The rotarex catheter was working fine in the patient's sfa, helical vortex and archimedes screw were actively removing from the body into the collection bag. After about 5 minutes of atherectomizing the artery the rotarex catheter experienced an audible change in pitch, myself and my manager requested that the physician remove the rotarex catheter for examination and proper flushing/re-prepping if needed. After the physician removed the rotarex from the body, we had discovered that the catheter had actually broken into 2 pieces. The head/tip of the catheter was still in the sheath and was properly removed from the body.